Event description:
It was reported that this spinal cord stimulation (scs) system was revised due to charging difficulties. The patient was happy with great coverage with their new device. Explanted device will not return due to facility policy and electrocautery was used during the procedure.